Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio st (device #2) may have caused or contributed to the reported event. No medical records, autopsy, or death certificate have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio st (device #2). An additional emdr was submitted to not returned.

Event description:
Attorney alleges that on (B)(6) 2018, the patient underwent surgery for implant of an unspecified bard/davol bard mesh (device #1) and ventrio st (device #2). It is alleged that on an unspecified date, the patient passed away. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (device #1) and ventrio st(device #2). As reported, the attorney alleges wrongful death and general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.